Event description:
Patient admitted for CABG surgery. The pulmonary artery catheter was inserted, balloon tested prior to insertion w/2 staff members. Balloon held air and was concentric with tip not protruding. Insertion supervised by anesthesiologist. The balloon was inflated at 20 cm and advanced. Wave forms appeared odd and at 42 cm insertion stopped. The air was removed from balloon but syringe appeared to be under negative pressure. The pac was carefully removed and balloon tested. Balloon would not hold air. Appeared to be burst and was discarded. A new pac was then inserted with no ill affect noted. Discussed w/cardiothoracic surgeon, patient did well, no harm. FDA safety report ID# (B)(4).